Event description:
A physician reported a pt who was originally skin tested on 12 november 1998 with negative results. On 4 december 1998, the pt was treated in the glabella and the nasolabial folds. On 7 december 1998, the pt reported red, swollen "itchy bumps" at the treatment sites of the nasolabial folds. The physician advised the pt to apply topical non-prescription hydrocortisone cream. By the end of december 1998, the pt noted the symptoms appeared to have worsened. On 31 december 1998, the pt presented with red, swollen "bumps" at the nasolabial fold treatment sites and redness at the skin test site. The physician believed the symptoms were a hypersensitivity. On 31 december 1998, the physician prescribed a medrol dose pack and an intralesional corticosteroid was administered. By 6 january 1999, the pt had reported improvement in the symptoms. On 8 january 1999, the pt presented with continued symptoms and the physician again administered an intralesional corticosteroid.